Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no damage was observed. The original complaint of the intermittent responsivenes of the up arrow and ok keypad buttons was not duplicated during investigation. During testing, all of the keypad buttons responded appropriately and were functional. All buttons had spring back and click. There was evidence of contamination found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated the up arrow and ok buttons required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.